Event description:
The customer reported that the piic was intermittently locking up. Per communications with the response center engineer (rce), the system would not update. There was no patient incident.